Event description:
Pt compared the true result blood glucose monitoring system blood sugar reading to his doctor's meter. They found the true result reading to be inaccurate. Dates of use: (B)(6) 2014. Diagnosis diabetes. True test strips (B)(6) 2014.